Manufacturer narrative:
Concomitant medical products: programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4); lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2010 explanted: na.

Event description:
It was reported that the patient's implantable neurostimulator(ins) took increasingly longer to charge, and became more difficult to charge, over time. The patient alleged that this was due to a defective device. Additional information suggested that the ins was most likely disposed of at the health care facility after replacement. The hcp and manufacturer were not aware of any allegations that the ins had malfunctioned.